Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The impedance was steady at approximate sixty ohms through (B)(6) 2016 and rose to ninety-nine ohms by (B)(6) 2016. Concomitant medical products: d334vrg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the superior vena cava (svc) coil had rising impedance. The svc coil was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.